Manufacturer narrative:
The affected device was returned and the defect was confirmed. The affected device falls within the scope of recall (z-2152-2018) for patient port assembly separating.

Event description:
The customer alleges that " the elbow is disconnecting on the resus bag." No other details were provided and no patient injury/harm reported.